Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown, implanted: (B)(6) 2025, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2025. It was reported that initially they were feeling a little bit of pain but the pain was gone and they had been feeling the "pumpy feeling" of the stimulation but now they weren't feeling anything. The patient stated they were "peeing my life away" and that they had to change their pads 4 times and they peed about 8 times and that their symptoms were getting worse and worse. They stated they'd never had to pee this much in their life before and they wanted to know more about the therapy and what it did for them. The agent reviewed the role of patient services and support link with the patient as well as therapy expectations and device description/function and stimulation considerations and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue and to discuss their symptom concerns. The patient did say that they had been given an IV at the procedure so perhaps that was why they were peeing so much but noted they had had an ivs before and hadn't had this issue. The trial was only going to last for 7 days and the patient stated the hcp had to put the lead on the left side because the right side "didn't take." Patient further clarified they also put a lead wire on the right side but they were told that they wouldn't be able to use it because "it wouldn't take." Patient mentioned a manufacturing representative (rep) had been at their procedure and that they were very nice and asked for the rep's contact information. The agent reviewed the role of the rep with the caller and redirected them to their hcp to further discuss their concerns about their symptoms. The caller stated they were supposed to get a call from someone today but they hadn't gotten a call yet. They also asked if they should touch the external equipment and the agent redirected the caller to their hcp to discuss the issue as the patient seemed apprehensive about using their external device so an ens serial number was not acquired. The agent offered to transfer the patient over to support link but the patient declined. Patient stated they would call support link later once they called to speak with their hcp.